Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an infant fell from the giraffe omnibed carestation. The side panel opposite of the side panel that was used for feeding prior to the incident and the side from which an IV was started prior to feeding was found open. The side that was used for feeding (through portholes with canopy raised) was found to be secure. A cat scan was performed and was normal. The infant required no additional treatment and was discharged home. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare field engineer performed an inspection on all the patient doors with no defects found. All side panel doors, latches and locking mechanisms were in proper working condition along with the appropriate warning label stickers for each door. There was no product malfunction identified. Based on the available information, potential root causes are: - the user that closed the far panel (west) did not properly latch it after patient care. - the user that was feeding the patient did not walk to the other side of the device (west) to check the status of those bedside panel latches prior to initiating patient care.